Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer reloaded the cartridge or loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer.